Event description:
It was reported that during normal follow up, externalized conductors were observed via fluoroscopy. All electrical measurements of the lead were normal. The lead will be monitored. Patient condition is good.